Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 423 mg/dl. The customer had no symptoms and treated with the pump. The customer called to report his mio infusion sets fall off. Once the sets are inserted they pull right back out and won¿t stick to his skin. Customer declined to troubleshoot for high reading. The product was not returned for analysis.